Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple controller fault alarms logged with year 2000. The controller fault alarms were logged with fs3: 0x0004 indicating a malfunction of the automatic power switch circuit. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while the patient was at home, watching television, they suddenly heard a critical alarm coming from the controller. Moreover, the controller showed an error message: "controller fault". Following the event, the patient contacted the vad coordinator who recommended a controller exchange. The controller was removed from service with no reported patient consequences. No further information was provided.